Event description:
It was reported that in (B)(6) 2020 the battery of this device showed 59% remaining via remote monitoring transmission. In october 2020 the battery remaining was at 16%. The most recent follow up showed 12% battery remaining. A concern regarding this device battery was noted and a technical review of the device data was needed. Engineering review of the device data noted that the device was consuming additional power and should be explanted and replaced. The device should have enough capacity to support therapy for sixty two days. This device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that in (B)(6) 2020 the battery of this device showed 59% remaining via remote monitoring transmission. In (B)(6) 2020 the battery remaining was at 16%. The most recent follow up showed 12% battery remaining. A concern regarding this device battery was noted and a technical review of the device data was needed. Engineering review of the device data noted that the device was consuming additional power and should be explanted and replaced. The device should have enough capacity to support therapy for sixty two days. This device was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in (B)(6) 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in (B)(6) 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that in (B)(6) 2020 the battery of this device showed 59% remaining via remote monitoring transmission. In (B)(6) 2020 the battery remaining was at 16%. The most recent follow up showed 12% battery remaining. A concern regarding this device battery was noted and a technical review of the device data was needed. Engineering review of the device data noted that the device was consuming additional power and should be explanted and replaced. The device should have enough capacity to support therapy for sixty two days. This device was explanted and will be returned. No additional adverse patient effects were reported.